Event description:
The customer reported that they received erroneous results for one patient sample tested for total (free + complexed) prostate-specific antigen (tpsa). The sample initially resulted as 4.94 ng/ml. The same tube was repeated and resulted as 5.87 ng/ml. Both the 4.94 ng/ml and 5.87 ng/ml values were reported outside of the laboratory. On (B)(6) 2012, the same patient was re-drawn and the new sample was tested, resulting as 332.7 ng/ml. The customer then questioned the results on the first sample based on the results of the second sample. The first sample was repeated again on (B)(6) 2012 and resulted as 343.3 ng/ml. The patient was not adversely affected by the event. On (B)(6) 2012, the tpsa reagent lot number in use was 16852202. On (B)(6) 2012, the tpsa reagent lot number in use was 16852203. The customer did not provide expiration dates for the reagents used.

Manufacturer narrative:
A specific root cause could not be determined. The calibration and quality control data do not provide evidence of an issue with the reagent or the analyzer. A service visit with measuring cell exchange and new calibration was completed on (B)(4) 2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).